Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states contacted biomérieux to report a misidentification of cap survey organism candida famata as candida zeylanoides in association with the vitek® 2 yeast (yst) identification (ID) test kit. Repeat testing from original subculture and fresh subculture obtained the same result. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to any patient's state of health. There was no patient directly associated with the cap survey sample. Culture submittal was requested by biomérieux for internal investigation. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification that a customer in the united states reported the occurrence of a misidentification of cap sample (f1-10) candida famata as candida zeylanoides in association with the vitek® 2 yst ID test kit. Biomérieux investigation was conducted using the strain submitted by the customer and the internal cap strain. Investigational testing included: vitek® 2 yst ID (customer lot, customer strain): low discrimination calls of candida lipolytica/candida famata/candida sake/candida zeylanoides. Vitek® 2 yst ID (random lot, customer strain): low discrimination calls of candida lipolytica/candida famata/candida sake/candida zeylanoides, or slashline call of candida lipolytica/candida famata/candida sake. Vitek® 2 yst ID (internal strain): low discrimination calls of candida lipolytica/candida famata/candida sake/candida zeylanoides. Api® 20c aux: candida famata for both the customer strain and internal strain. The low discrimination call is acceptable, and leads the user to perform additional testing to identify the organism. Review of the data against the expected reactions for candida famata demonstrated 19-20 atypical negative reactions. Evidence indicates that the environment of the vitek® 2 yst ID test kit and shorter incubation time compared to other phenotypic methods (api 20c aux) did not provide the optimal environment for this particular strain. However, the vitek® 2 yst ID test kit is performing as intended.